Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and sugar was 499 mg/dl on time and date of hospitalization mentioned was sunday (B)(6) 2017 with blood glucose of 499 mg/dl. Customer states that blood glucose at time of incident 71 mg/dl and current blood glucose was 320 mg/dl. The customer had symptoms like large ketones. Vomiting, thirsty. Customer performed troubleshoot for high blood glucose. Drive support cap was normal and there was no leak or air bubbles also insulin exited at qr. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.